Event description:
Resident developed multiple pressure sores on his feet requiring skin ulceration treatments, physician assessement and antibiotic therapy. 4 of the sores were open and one was closed pressure area. This occurred approximately 10-14 days after applying custom fit graduated compression stockings for edema in the lower extremities.